Event description:
The clinician reports the implant was inserted (B)(6) 2013 in fdi 44 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, bleeding and abscess. No further patient complications were reported.